Event description:
It was reported the patient developed an infection. The device and leads were removed and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID rvdr01, implantable pulse generator (ipg): implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product ID 5086: implantable pacing lead: implanted: (B)(6) 2012, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.